Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the clinic with far field r wave sensing. Programming was conducted to adjust the settings. The implantable cardioverter defibrillator remains in use. No patient complications were reported as a result of this event.